Event description:
It was initially reported that the haptic broke off during implantation of the intraocular lens (iol) and the surgeon had to remove the damaged lens. In follow-up, it was reported that the haptic was broken at the junction of the optic. Reportedly, there was a 10 minutes delay and no incision enlargement was performed. The lens is not available for investigation. No further information was provided.

Manufacturer narrative:
(B)(6).